Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed initial power up. The device's alternating current (ac) port was noted to be pushed in. The ac cable required replacement to address the issue. However, no repairs were completed because the device was scrapped.